Event description:
It was reported the patient has been experiencing tingling and burning in his thighs. The patient's doctor believes the issue is muscle related. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.